Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain'), salpingitis ('inflammation of th left tube with secretion output') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a 31-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche (10 year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (medroxiprogesterona) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"), 2 years 10 months after insertion of essure. In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced hepatic steatosis ("liver fatty infiltration"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal infection. In 2020, the patient experienced urinary incontinence ("spontaneous urinary loss / urinary problem"). On (B)(6) 2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and medically significant), dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia"), swelling ("swelling") and uterine malposition ("according to your doctor your uterus is lower than normal / uterine problem"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy and essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, urinary incontinence, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, abdominal pain lower, breast cyst, pyrexia, benign breast neoplasm, hepatic steatosis and uterine malposition outcome was unknown and the pelvic inflammatory disease was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, hepatic steatosis, muscular weakness, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, salpingitis, swelling, urinary incontinence, uterine malposition and varicose veins pelvic to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure placement was done without difficult, 5coils in right tube and 5 coil in left tube. The removal procedure was requested by patient, during the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: liver with an image compatible with fatty infiltration,. Ultrasound scan vagina - on (B)(6) 2016: the devices were correctly positioned in the right and left uterine horns; on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices at correct location.; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain'), salpingitis ('inflammation of th left tube with secretion output') and pelvic inflammatory disease ('pid') in a 31-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche (10 year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (medroxyprogesterone) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"), 2 years 10 months after insertion of essure. In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced hepatic steatosis ("liver fatty infiltration"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal infection. In 2020, the patient experienced urinary incontinence ("spontaneous urinary loss"). On (B)(6) 2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and medically significant), dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia") and swelling ("swelling"). The patient was hospitalized from (B)(6) 2020to (B)(6)2020. The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy and essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, urinary incontinence, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, abdominal pain lower, breast cyst, pyrexia, benign breast neoplasm and hepatic steatosis outcome was unknown and the pelvic inflammatory disease was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, hepatic steatosis, muscular weakness, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, salpingitis, swelling, urinary incontinence and varicose veins pelvic to be related to essure. The reporter commented: essure placement was done without difficult, 5coils in right tube and 5 coil in left tube. The removal procedure was requested by patient, during the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: liver with an image compatible with fatty infiltration,. Ultrasound scan vagina - on (B)(6) 2016: the devices were correctly positioned in the right and left uterine horns; on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices at correct location.; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: information from lawyer via legal claim: lab data, updated details (ultrassound on apr-2020 and jun-2016), other concomitant product, was provided. The events pelvic inflammatory disease and liver fatty infiltration were added; the onset date on cramp in lower abdomen was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain'), salpingitis ('inflammation of th left tube with secretion output') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a 31-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche (10 year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (medroxiprogesterona) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"), 2 years 10 months after insertion of essure. In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced hepatic steatosis ("liver fatty infiltration"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal infection. In 2020, the patient experienced urinary incontinence ("spontaneous urinary loss"). On (B)(6) 2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and medically significant), dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia") and swelling ("swelling"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy and essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, urinary incontinence, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, abdominal pain lower, breast cyst, pyrexia, benign breast neoplasm and hepatic steatosis outcome was unknown and the pelvic inflammatory disease was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, hepatic steatosis, muscular weakness, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, salpingitis, swelling, urinary incontinence and varicose veins pelvic to be related to essure. The reporter commented: essure placement was done without difficult, 5coils in right tube and 5 coil in left tube. The removal procedure was requested by patient, during the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: liver with an image compatible with fatty infiltration,. Ultrasound scan vagina - on (B)(6) 2016: the devices were correctly positioned in the right and left uterine horns; on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices at correct location.; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. Batch no d40621 production date 2014-12-09 expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain') and salpingitis ('inflammation of th left tube with secretion output') in a 32-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche (10 year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal infection, 4 years 1 month after insertion of essure. In 2020, the patient experienced urinary incontinence ("spontaneous urinary loss"). On (B)(6)2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia"), swelling ("swelling") and abdominal pain lower ("lower abdominal pain / cramps"). The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, urinary incontinence, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, abdominal pain lower, breast cyst, pyrexia and benign breast neoplasm outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, muscular weakness, nausea, pain, pain in extremity, pelvic pain, pyrexia, salpingitis, swelling, urinary incontinence and varicose veins pelvic to be related to essure. The reporter commented: essure placement was done without difficult, 5coils in right tube and 5 coil in left tube. During the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on(B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan vagina - on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. Batch no d40621, production date 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc received. A significant amendment was also performed. Following company internal coding review, the reported event ¿spontaneous urinary loss" was recoded to the meddra llt: urinary incontinence, and the event ¿lower abdominal pain / cramps" was coded to the meddra llt: cramp in lower abdomen. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain'), salpingitis ('inflammation of th left tube with secretion output') and pelvic inflammatory disease ('pid (pelvic inflammatory disease)') in a 31-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche (10 year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (medroxiprogesterona) since (B)(6) 2016 for contraception. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain / cramps"), 2 years 10 months after insertion of essure. In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced hepatic steatosis ("liver fatty infiltration"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal infection. In 2020, the patient experienced urinary incontinence ("spontaneous urinary loss / urinary problem"). On (B)(6) 2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and medically significant), dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia"), swelling ("swelling") and uterine malposition ("according to your doctor your uterus is lower than normal / uterine problem"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy and essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, urinary incontinence, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, abdominal pain lower, breast cyst, pyrexia, benign breast neoplasm, hepatic steatosis and uterine malposition outcome was unknown and the pelvic inflammatory disease was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, hepatic steatosis, muscular weakness, nausea, pain, pain in extremity, pelvic inflammatory disease, pelvic pain, pyrexia, salpingitis, swelling, urinary incontinence, uterine malposition and varicose veins pelvic to be related to essure. The reporter commented: essure placement was done without difficult, 5coils in right tube and 5 coil in left tube. The removal procedure was requested by patient, during the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: liver with an image compatible with fatty infiltration,. Ultrasound scan vagina - on (B)(6) 2016: the devices were correctly positioned in the right and left uterine horns; on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices at correct location.; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. Batch no: d40621, production date: 2014-12-09, and expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-sep-2021: the follow information were updated physician reporter's, uterine malposition, urinary problem was added to reported event urination involuntary. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy pevic pain / lower abdominal pain') and salpingitis ('inflammation of the left tube with secretion output') in a (B)(6) year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (vaginal delivery 2 and c-section 1), menarche ((B)(6) year-old), heavy periods and chronic anemia. Previously administered products included for an unreported indication: ali. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). In 2019, the patient experienced back pain ("lumbar pain"), pain in extremity ("pain in her legs"), muscular weakness ("weakness in her legs"), nausea ("nausea"), headache ("headache") and varicose veins pelvic ("pelvic varicose veins"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criterion intervention required) with vaginal discharge, 4 years 1 month after insertion of essure. In 2020, the patient experienced pollakiuria ("spontaneous urinary loss"). On (B)(6) 2020, the patient experienced pain ("pain"), breast cyst ("lesion adjacent to the right nipple") and pyrexia ("fever 39 celsius") and was found to have benign breast neoplasm ("nodule on right breast"). On an unknown date, the patient experienced dysuria ("unbearable pain when urinating"), arthralgia ("arthalgia"), swelling ("swelling") and muscle spasms ("cramps"). The patient was treated with azithromycin (azitromicina), cefalexin sodium (cefalexina), cefazolin (cefazolina), ceftriaxone, clindamycin (clindamicina), diazepam, diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), gemcitabine hydrochloride (cloridrato de gencitabina), hyoscine butylbromide;metamizole sodium (buscopan composto), hyoscine butylbromide;metamizole sodium monohydrate (dipirona+hioscina), ibuprofen (ibuprofeno), medroxyprogesterone acetate (depoprovera), tramadol hydrochloride (tramal) and surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, salpingitis, back pain, pollakiuria, pain in extremity, muscular weakness, nausea, headache, varicose veins pelvic, dysuria, arthralgia, swelling, pain, muscle spasms, breast cyst, pyrexia and benign breast neoplasm outcome was unknown. The reporter considered arthralgia, back pain, benign breast neoplasm, breast cyst, dysuria, headache, muscle spasms, muscular weakness, nausea, pain, pain in extremity, pelvic pain, pollakiuria, pyrexia, salpingitis, swelling and varicose veins pelvic to be related to essure. The reporter commented: essure placement was done without difficult, 5 coils in right tube and 5 coil in left tube. During the essure removal procedure, purulent leukorrhea and signs of inflammation were observed in the left tube with purulent secretion from the communal region of the proximal portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.5 kg/sqm. Allergy test - on (B)(6) 2020: not exposed (lower than 2.0 mcg/l). Blood potassium (3.5 - 5 mmol/l) - on (B)(6) 2020: 5.04 mmol/l; on (B)(6) 2020: 5.23 mmol/l. Blood sodium (135 - 145 mmol/l) - on (B)(6) 2020: 154 mmol/l; on (B)(6) 2020: 148 mmol/l. Human chorionic gonadotropin - on (B)(6) 2016: negative; on (B)(6) 2020: negative. Neutrophil percentage (40 - 65 %) - on (B)(6) 2020: 73 %; on (B)(6) 2020: 72 %. Pathology test - on (B)(6) 2020: material fallopian tubes left and right, fallopian tubes without alterations. Smear test - on (B)(6) 2019: papanicolaou smear normal, class ii. Ultrasound abdomen - on (B)(6) 2020: unremarkable. Ultrasound scan vagina - on (B)(6) 2016: cross-sectional image of the uterus with identification of bilateral devices; on (B)(6) 2019: identification of bilateral devices and pelvic varicose veins; on (B)(6) 2020: with identification of bilateral devices; on (B)(6) 2020: there are no presence of device or fragments after bilateral salpingectomy. Urine analysis - on (B)(6) 2020: normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.